Manufacturer narrative:
(B)(4). Device evaluation: the intraocular lens was not returned therefore, a product investigation could not be performed. The customer's reported event could not be confirmed. Manufacturing record review: the manufacturing records were reviewed. The product was manufactured according to specification. A search on complaints revealed that no other complaints for this order number were received to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the lens. Some visual effects may be expected due to lens design that delivers elongation of focus. These may include a perception of halos, glare, or starbursts around lights under nighttime conditions. The experience of these phenomena will be bothersome or very bothersome in some people, particularly in low-illumination conditions. On rare occasions, these visual effects may be significant enough that the patient may request removal of the iol. Based on the results of the investigation, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from the patient's right eye due to glare and rings around lights, dysphotopsia. Patient's vision was great, 20/20 without correction distance and j3 near. The lens was replaced with a non amo lens. No further information was provided.

Manufacturer narrative:
Additional information: information was received that the patient is doing a lot better and visual acuity is now 20/30. It was also confirmed that there was no incision enlargement and no vitrectomy required. All pertinent information available to abbott medical optics has been submitted.